Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hip replacement. According to the reporter: one month after the operation, the pt experienced multiple abscesses along the scarred tissue; re-operation was performed to clean the tissue as far as the hip; all bacteriological tests were negative; histological tests: non allergic inflammatory reaction. Add'l info has been requested.